Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 23 mm pericardial aortic valve was explanted after an implant duration of nine (9) years and seven (7) months due to a torn leaflet, which was prolapsed, causing severe aortic regurgitation. The explanted valve was replaced with another edwards 23 mm pericardial aortic valve of the same model. The patient was weaned from cardiopulmonary bypass with good hemodynamics. Post-operative tee showed that the mitral regurgitation was clearly worse than it was before so cardiopulmonary bypass was reinstituted and a 34 mm carpentier-edwards annuloplasty ring was implanted. Patient was weaned from cardiopulmonary bypass with good hemodynamics. Post-op, the replacement of the aortic valve was found to be normally functioning without evidence of pvl. The post-op echo showed trace residual regurgitation. The patient was discharged home with home health care on pod#6.